Event description:
It was reported that the customer had a damaged sensor electrode or needle that was not stuck under the skin. Customer had a sensor error and lost sensor message. Customer observed a needle break when it was removed. Sensor was in use for 1 day. Replacement will be sent. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.